Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient had a non-union which required revision surgery. A cannulated screw was removed and the patient was revised with new hardware. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was revision of non-union of a medial malleolus on (B)(6) 2017. Unknown 4.0 cannulated screw was explanted. A small synthes plate and screws were implanted. There was no delay in surgery. Patient was reported as stable and procedure was completed successfully. This complaint involves one device. This report is 1 of 1 for (B)(4).